Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05442. It was reported that during an elective pg replacement surgery the patient's system diagnostics recorded invalid impedances on both leads. Surgical intervention took palace where the leads were explanted and replaced to address the issue. Effective stimulation was restored.